Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused respiratory congestion, runny nose, cough, sneezing, burning sensation in the ears, swelling lymph nodes, mucous in the back of the throat, tongue swelling, sore throat, difficulty breathing, heart palpitations and redness/watery eyes. The patient did report to receive medical intervention and received an inhaler and saw a physician. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.